Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found this lead was 'folded and ruptured'. The physician elected to replace the lead with a new endotak lead.